Manufacturer narrative:
Device not returned.

Event description:
It was reported that a resume pump alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot with tandem technical support.